Event description:
The balloon catheter was inserted during surgery without fluoroscopy. Augmentation and inflation were poor from the onset. The catheter was removed on 11/12/99 without complications.

Event description:
Add'l info rec'd from MFR 3/8/00: the product has not yet been returned to datascope for evaluation. The product is promised for evaluation.

Event description:
Add'l info rec'd from MFR 5/5/00: since no defect was found during lab testing, it is not possible to determine the exact cause of the reported difficulty based on the event description and the examination of the item. It was not possible to verify the problem. This type of complaint is one of the most difficult to evaluate and must rely on conjecture since one cannot observe what the balloon is being subjected to within the aorta.